Event description:
It was observed during device evaluation that the coating on the insertion tube of the airway mobilescope was peeling. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, the reported issue was confirmed. It is likely due to physical stress, due to hitting the tip of the scope or dropping the tip, or chemical stress due to the chemical solution used. However, the root cause of the event could not be determined. The suggested event is detectable and preventable by handling device in accordance with the following IFU. The inspection method for this event is described in the airway management mobile scope olympus maf-gm2 instruction manual "chapter 3 preparation and inspection_3.6 endoscope inspection". Olympus will continue to monitor the field performance of this device.